Event description:
It was initially reported to boston scientific corporation that an extractor rx retrieval balloon was planned for use during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2009. According to the complainant, the balloon was tested prior to use and it would not inflate. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; circumferential tear.

Manufacturer narrative:
(B)(4) - (inflation failed). A visual examination of the returned device found a kink 140cm from the distal tip. There was an unidentified brown stain on the catheter shaft by the ramp cut. There was also damage to the guidewire lumen after the c-channel on the distal end of the catheter shaft. The balloon was found to have a circumferential tear at the distal end of the balloon. Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint that the balloon would not inflate. The damage to the guidewire lumen is consistent with excessive force being used in the removal of a guidewire. The damage as noted, kink on shaft, stains, damage to shaft caused by guidewire removal and the balloon circumferential tear is consistent with a device that has been used and has had excessive force applied to it during use. This complaint is given a root cause of handling damage. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).